Event description:
It was reported during an ablation procedure the hemostasis valve on a swartz braided introducer leaked. The physician inserted the introducer with the dilator into the pt's femoral vein. He removed the dilator and applied negative pressure with a syringe to the sideport of the introducer and noticed an air bubble. The physician stopped using this introducer and replaced it with another one. The procedure was completed and there were no adverse consequences to the pt.

Manufacturer narrative:
The device has been returned to sjm. Investigation of this device is not complete. When analysis results are available a follow-up report will be submitted.